Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) had not been working right since they were in a car accident. The patient stated that their ins was giving them different sensations than what it used to. The patient mentioned that they turned the ins off and was hurting too much. It was clarified that they started to feel the pain that the ins would take away when it was turned on. The patient was redirected to their healthcare provider (hcp) to check the device since they were feeling different sensations. It was noted that the issue occurred around (B)(6) 2017. No further complications were reported or anticipated. Indication for use is non-malignant pain.